Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spikes in pacing impedances, measuring up to 1400 ohms. Technical services (ts) discussed it was likely due to a spring contact issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).